Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized through the emergency room for the reported event. The treatment for the peritonitis was not reported. The patient was recovering from the peritonitis at the time of the report. Pd therapy was ongoing. The reporter declined to provide further information on the reported event.